Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the intensive care unit (ICU) due to unrelated medical condition. System review noted the right ventricular (rv) lead had been exhibiting elevated threshold measurements and pacing impedance measurements for several months. Additionally, there was no capture in bipolar configuration. A review of the device data identified the lead safety switch (lss) had been triggered due to an impedance measurement greater than 2000 ohms. The device was programmed to pace at the lower rate limit (lrl) of 50ppm due to the known issue with the lead. The patient only requires less than one percent rv pacing. No adverse patient effects were reported. Additional information received indicated that rv lead programmed unipolar pacing when attempting to program into MRI protection mode and bsc rep wanted to know if MRI can be performed. Ts reviewed and stated that the impedance measurement was greater than 3000 ohms and the system is non-MRI conditional. Ts stated that there was evidence of a lead fracture and unipolar programming. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the intensive care unit (ICU) due to unrelated medical condition. System review noted the right ventricular (rv) lead had been exhibiting elevated threshold measurements and pacing impedance measurements for several months. Additionally, there was no capture in bipolar configuration. A review of the device data identified the lead safety switch (lss) had been triggered due to an impedance measurement greater than 2000 ohms. The device was programmed to pace at the lower rate limit (lrl) of 50ppm due to the known issue with the lead. The patient only requires less than one percent rv pacing. No adverse patient effects were reported.